Event description:
Event: (cc# 96-00483) the iab leaked. The pt was transferred from another facility. The iab was ruptured on admission. The iab was removed during open heart surgery and a second was inserted. [Event complications]: unk - reported 12/19/96, 1/31/97. [Pt's current status]: unk - rpt'd 12/19, 1/31/97.

Manufacturer narrative:
Device label code for f10. Position 1: 1738 device label code for f10. Position 2: 1738 device label code for f10. Position 3: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.